Manufacturer narrative:
Pending evaluation. Concomitant device(s): ps tibial insert size 3 9mm (cn: 204-23-09, sn: (B)(4)).

Event description:
Original primary knee was done on (B)(6) 2010. The tibia was loose on xray and patient complained of pain. The tibia component came out with minimal effort once exposed. The surgeon then reamed for a 14x40 stem with a 3f/2t tibia. The surgeon cemented the tibial component in and used a size 3 15mm poly. Patient was stable leaving the room.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and bone which led to aseptic (non-infected) loosening of the tibial tray and subsequent pain. However, this cannot be confirmed because the component was not returned for evaluation. (D11) concomitant device(s): ps tibial insert size 3 9mm (cn: 204-23-09, sn: (B)(6).